Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was unable to detect a shockable ECG waveform.

Manufacturer narrative:
Physio-control further evaluated the customer's device, however the reported issue could no longer be reproduced. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was unable to detect a shockable ECG waveform.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was unable to detect a shockable ECG waveform.